Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an uneventful subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the patient with this device failed to exhibit cardiac capture following standard defibrillation testing. Data analysis confirmed post shock pacing was present; however, no capture observed and several seconds of asystole were exhibited. CPR was administered during the procedure to restore the patients own rhythm. The device remains implanted and in service with no changes at this time. The root cause of the implant loss of capture observation remain unknown but thought to be related to implant sedation medications.